Manufacturer narrative:
(B)(4).

Event description:
The pt felt a surging sensation while changing positions. She could not turn the stimulation off. The pt was at home and in fair condition. She was looking for a neurosurgeon to explant the device.